Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. The customer was able to successfully clear the alarm but customer is unable to rewind insulin pump. The customer was advised to replace the insulin pump and revert to back up plan. The device will be returned for analysis.